Manufacturer narrative:
Section a2,a3, a4 and a5: unknown/not provided. Section d6a: if implanted, give date: not applicable, as there was no patient contact. Section d6b: if explanted, give date: not applicable, as there was no patient contact. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded intraocular lens (iol) showed that before insertion, it was noticed that the leading haptic was not correct. There was no patient contact. The procedure was completed with the same model and diopter iol. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: aug 18, 2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on and found the lens was stuck in the cartridge and overridden by the plunger rod. The leading haptic of the lens was observed to be unfolded. Ovd was observed inside the cartridge. No damage to the cartridge was observed. The lens module, plunger rod, and handpiece were inspected, and no issues were observed. The lens could not be removed from the cartridge without damaging the lens. No further issues were identified. No further evaluation was performed. The complaint issue was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.